Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 403:317:976:0000 failure code. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 403:317:976:0000 was confirmed and reproduced during product evaluation. The root cause was assigned to the user interface printed circuit board. The user interface printed circuit board was replaced in order to correct this condition. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device has been received by baxter ireland personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.